Event description:
Customer reportedly, received results of 232 mg/dl and 94 mg/dl within 10 minutes on the advantage system. No symptoms reported with these results. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.